Event description:
It was reported a patient fell during a transfer with a viking m lift. A patient was being transferred from the bed to a geriatric chair with one caregiver when. Reportedly the sling loop was in place when the transfer began but came loose during the transfer and came out of the lift¿s sling bar. Allegedly, the patient fell to the floor headfirst, from a height of ¿approximately one meter.¿ the patient hit their head and sustained a wound on the back of their head. The nurse placed a pillow under the patient¿s head, and an ambulance was called. The patient was taken to the hospital, where the head wound was closed with three staples. A facility supervisor reviewed the incident with the caregiver present on the same day and concluded that the sling loop was likely not properly secured to the lift¿s sling bar. No further information was available at the time of this report.

Manufacturer narrative:
H11: the device was evaluated onsite. During evaluation, the sling was found intact and both latches are ok. Per the facility the loop of the lifting sling could not have been properly secured on the lift arm hook. If it had been properly in place, the sling could not have come undone while tightening, unless it broke or was incorrectly positioned. The reported condition was verified. The cause of the event was due to a user error. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. Should additional relevant information become available, a supplemental report will be submitted.